Manufacturer narrative:
(B)(4). The customer reported that unit will not pass the ECG self test. There was no report of pt involvement. The unit was evaluated at philips. The failure was determined to be an error 90009 which could impact the delivery of therapy. The power pca was replaced to resolve the issue. The unit passed all post servicing testing and was shipped back to the customer site.

Event description:
The customer reported that unit will not pass the ECG self test.